Event description:
Customer reported that the unit dumped the charge internally at 360 joules. Service representative was able to duplicate reported condition. No reported pt involvement. The device was repaired and proper operation was confirmed.